Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Trial patient inserted sensor into arm, which is not an approved site. The trial patient did not report injury or medical intervention.